Manufacturer narrative:
Per srt, after removing the knob it was observed that the flow control stepper motor had a bent shaft. The stepper motor will be replaced when parts become available. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the flow knob was pushed tight against the front cover making it difficult to operate the manual flow control on the electronic patient gas system (epgs). There was no patient involvement.